Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2, d.3, d.4, g.1, g.2, h.4, h.6 g.2: the report source "distributor" previously submitted should be removed.

Event description:
Patient reported right side rupture confirmed via ultrasound and MRI. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.